Event description:
It was reported to philips that the system could not start up. The device use was unknown at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurrence, and the planned treatment of the procedure was completed using another system. The field service engineer (fse) inspected the system onsite and identified that the flexvision pc failed to boot up. The fse reconnected the power cable to the flexvision pc to resolve the issue, restoring proper system functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.